Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide instruction on occlusion alarms: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl with high ketone level identified as dangerous. Subsequently, customer was hospitalized. A review of pump data indicated that multiple occlusion alarms had occurred prior to the elevated bg/hospitalization. After each occlusion alarm was declared, the customer resumed insulin without completing a cartridge change. The same cartridge had been in use for 1 week at the time of the hospitalization. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Upon follow up, the customer indicated that the pump was functioning properly and continued to use the pump for insulin therapy.